Event description:
It was reported that "the catheter was migrated from the patient's body approximately 2 weeks after placement. The user decided to end placement. (The catheter was not replaced.) No injury to the patient was reported." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer report of a catheter migration could not be confirmed by analysis of the returned sample. The box clamp and clamp fastener were not returned with the sample for analysis. Sutures were present on the wings of the juncture hub however, it cannot be determined if a box clamp was used as a secondary suture site; therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter was migrated from the patient's body approximately 2 weeks after placement. The user decided to end placement. (The catheter was not replaced.) No injury to the patient was reported." There was no medical intervention required. The patient's current condition is reported as "fine".